Event description:
Surgery was underway when the doctor reported that a free needle had broken into two pieces during use. Both pieces were recovered by the doctor. Radiology was notified and an x-ray was taken of the surgical site. There was no harm to the patient.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: suture, nonabsorbable, silk - non-absorbable surgical sutures: polyblend, polyester, silk propolyene, nylon.

Event description:
Surgery was underway when the doctor reported that a free needle had broken into two pieces during use. Both pieces were recovered by the doctor. Radiology was notified and an x-ray was taken of the surgical site. There was no harm to the patient.